Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet pump, stating frequent ¿meal announcements¿ throughout the day to drive insulin delivery and observing rapid declines in cartridge units without corresponding glucose improvement; the user declined a supply change and factory reset and requested trainer follow-up. Symptoms included elevated blood glucose with readings reported as ¿high,¿ sustained above 180 mg/dl for several hours, and alerts for glucose above 300 mg/dl for over 90 minutes. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, no assistance required, and no acute complications. Investigation included remote troubleshooting and education, with plans for additional training. Investigation of this case revealed likely misoperation related to repeated meal announcements used as corrections, which can mis-train the system and contribute to continued hyperglycemia despite apparent insulin use; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that user technique and training needs were the probable cause.